Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. It was explained to the customer that a false motor alarm occur by viewing the sensor glucose while the pump was delivering a bolus. The customer was advised that they can reduce the occurences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The cusotmer was advised to returned the insulin pump with the battery and zero out the basal rates. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised tha the insulin pump will be replaced. No further information was replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window.